Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) had received therapy for what was thought to be atrial fibrillation (af) with rapid ventricular response, however this patient does not have a right atrial (ra) lead implanted that could give us that information. The patient was syncopial due to sudden onset of fast ventricular rate, where the anti-tachycardia pacing was unsuccessful and rate continued to increase. The initial shock successfully converted the rhythm, however then the patient appeared to go back into rapid arrhythmia. Subsequent therapy was delivered that totaled 6 more shocks (and 3 that were diverted), where therapy was finally exhausted. Technical services discussed option of lengthening durations post-shock and/or redetection since it looks like patient converts on their own after the first shock and the subsequent shocks seems to make arrhythmia worse. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is filed to update device codes.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) had received therapy for what was thought to be atrial fibrillation (af) with rapid ventricular response, however this patient does not have a right atrial (ra) lead implanted that could give us that information. The patient was syncopial due to sudden onset of fast ventricular rate, where the anti-tachycardia pacing was unsuccessful and rate continued to increase. The initial shock successfully converted the rhythm, however then the patient appeared to go back into rapid arrhythmia. Subsequent therapy was delivered that totaled 6 more shocks (and 3 that were diverted), where therapy was finally exhausted. Technical services discussed option of lengthening durations post-shock and/or redetection since it looks like patient converts on their own after the first shock and the subsequent shocks seems to make arrhythmia worse. The device remains in-service. No additional adverse patient effects were reported.